Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection found two depressed battery pins that were unable to rebound as designed. Visual inspection also found dried liquid substance on the back flex battery contact pins, preventing them from rebounding. The device was found out of specification in relation to the customer reported turn off without input which was not reproduced. A review of the event history log identified improper shutdown messages. The reported condition was verified. The battery contact pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without input. The event happened upon power up in the emergency room. There was no patient involvement. No additional information is available.